Manufacturer narrative:
(B)(4).

Event description:
It was reported that an elective replacement indicator (eri) condition was missed. The reporter stated "pump stopped last month". The health care provider had been filling the patient's pump for about 3 years and no longer accepts the patient's insurance. The patient and family were "never told pump stopped or needed to be changed". It was later reported the patient was in the hospital with withdrawal from (B)(6). Patient was jumpy, throwing up, blood pressure was high and they thought she was having a heart attack. The patient was seen by the hcp on (B)(6) and the pump was read. It was noted that the message said that the pump should have been replaced before (B)(6). Per the reporter this message was on the print out prior to the (B)(6) doctor's visit. The hcp took out almost all the med in the pump and refilled it at the visit. When the surgeon tried to read the pump he couldn't even communicate with the pump. The pump was replaced on (B)(6) 2012 and it was noted that all the medication from the (B)(6) refill was still in the pump. The new hcp was managing the patient's pump. The patient's pain was now under control since replacement; however patient had to have medication doubled. It was noted that the patient has no "will" to do anything, has a dazed or confused look on face. The patient has had to go to a psychiatrist and they feel the look is from what occurred in (B)(6).

Manufacturer narrative:
Catheter model # 8709 lot # j12123r22 implanted on: (B)(6) 2004 explanted on: unknown. (B)(4).